Manufacturer narrative:
The customer biomed stated they would troubleshoot the system and call back if further assistance was needed. In a follow up call made by tech support, the customer stated that they were able to restore the telemetry monitoring, however details regarding the identified cause and resolution were not provided by the customer. While it was confirmed the issue was resolved, cause of failure is unknown due to lack of information provided by the customer.

Event description:
The customer reported that following a power outage several telemetry channels did not return. There was no patient or user harm associated with this event.